Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to a middle ear infection. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)